Manufacturer narrative:
The insulin pump was received with a critical pump error open book error a broken force sensor error was found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 0.000 mv. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, stained serial number label, minor scratched display window and minor scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer saw a red x on display. The customer stated that the pump was not dropped. The customer will be sent a replacement pump. The customer will return the pump for analysis.